Manufacturer narrative:
Of the 31 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 18 were found to have moisture present in the pump. During investigation for unrelated allegations, there were 9 additional moisture ingress failures revealed.

Event description:
This report summarizes <noe> 31</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 11 were male, 20 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 2 pumps were returned and investigated. There was 1 instance of moisture ingress found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #3 07/29/2016 correction: b5: this report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-81 years of age and between 75 and 270 pounds. Of the reported patients, 12 were male, 20 were female, and 0 were unknown. H10: of the 32 allegations of a malfunction, 23 pumps were returned to animas and investigated. Of the investigated pumps, 19 were found to have moisture present in the pump. During investigation for unrelated allegations, there were 9 additional moisture ingress failures revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 31 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 18 were found to have moisture present in the pump. During investigation for unrelated allegations, there were 9 additional moisture ingress failures revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 31 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-81 years of age and between 75 and 270 pounds. Of the reported patients, 11 were male, 20 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #4 07/28/2017 device evaluation: in q2 2017, there were 1 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #5: date of submission 10/30/2017 - device evaluation:in q3 2017, there were 1 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.